Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture thresholds, high impedances greater than 3000 ohms, loss of capture and apparent lead fracture. Patient had reported syncopal symptoms. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).